Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to this event. The device was not returned for analysis; therefore, no evaluation could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event during drain five of five of peritoneal dialysis therapy. During an unrelated alarm, the patient was reported to have a drain volume of 3453ml. The fill volume equaled 2000ml. The technical service representative assisted the patient with bypassing to the last fill. There was no patient injury or medical intervention associated with this event. No additional information is available.